Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, type of investigation). Updated results of investigation: the product was not returned for evaluation; therefore, a product analysis could not be performed. The clinical/medical investigation concluded that without supporting clinical documentation or comparison photos, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the allevyn life, one or more of its components, or its intended therapeutic action. Future intervention would be anticipated based on the appearance of the wound in the photo. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, a review of prior escalated actions and a instructions for use (IFU) could not be performed. A review of complaint history based on the historical data revealed similar previous events, however no commonalities that would suggest a device deficiency were found. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during treatment with allevyn life, the patient developed a reaction to the adhesive in the surrounding area of the dressing. Its is unknown if any medication was used in order to treat the issue.